Event description:
A biomedical engineer reported that the o-arm had superimposed images in a spinal fusion case. The last images did not clear before the new ones came up. It is intermittent and they were able to get through the case without impact to the patient.

Manufacturer narrative:
No patient demographic information has been provided as of the date of this report. Inspected gantry and detector, installed push/pull cable kit (B)(4), copied mvs/o-arm log files to usb. Medtronic representative could not replicate the issue. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.